Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patients weight was not made available and it will not be made available to the rep. The physician is aware of all information provided in original report. There is no further information to provide regarding this patient as the patient has not contacted the office or the representative since date of original report.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they weren't receiving therapeutic relief since recently this month and they left a voicemail to their medtronic representative (rep). Patient (pt) noted they were in pain. Pt unlocked their controller and confirmed their group a was turned on with programs 1, 2, 3, and 4. Pt attempted to increase their intensity, but they noted they already increased the intensities and was still in pain. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the pt via rep. It was reported that the issue was pt reports loss in therapy. Pt states they haven¿t gotten any therapeutic relief since implant. Rep reports they mapped leads, all impedances normal. Right side coverage is good, and right side is the worst side. Physician did get x-rays in office, it appears the leads did move from mid t8 to top of t9.  Rep noted they are still able to capture stim, so pt to try new programming and follow up in 2 weeks. The physician is aware of this. Field rep reported they wo uld follow-up with any new information.